Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® push button blood collection set experienced a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: translated to english. The customer stated they experienced a "needle retraction failure."

Manufacturer narrative:
Investigation summary: bd received one sample and six photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for partial retraction with the incident lot was observed. Additionally, the sample was evaluated by visual examination and the indicated failure mode for partial retraction with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: translated to english. The customer stated they experienced a "needle retraction failure.".